Event description:
It was reported that a homechoice cassette had a split in the patient line tubing. The reported event was observed during prime of peritoneal dialysis therapy. Therapy was ended and the sample was discarded. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.